Event description:
A customer reported difficulty pressing the quick bolus/wake button on their pump, requiring multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use their finger to firmly press the center of the button, but the issue persisted, leading technical support to arrange for a replacement pump. The customer will use multiple daily injections (mdi) as a backup therapy and was advised to return the problematic pump using a pre-paid label after putting it into storage mode.